Event description:
After 24 months of implantation, this device was explanted because the battery curve was noticeably decreased over the last 3 months. Therefore, the physician decided to explant the device in 2006. Note: this ICD was listed in the advisory letters that were issued by ela medical.

Manufacturer narrative:
The device was explanted because of a decrease in the battery curve. The analysis from the MFR is pending.